Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, it is likely that interaction with the 80% stenosed anatomy resulted in preventing the shaft lumens from moving freely resulting in the reported activation/deployment failure. During removal interaction with the 80% stenosed anatomy resulted in the reported difficult to remove and ultimately resulted in the reported stent material separation. As reported, a part of the stent was observed to be separated and fixed to the artery. No treatment was provided. The procedure was completed with one 5.0x120mm stent and one 5.0x150mm absolute stent. A cine was received and reviewed by an abbott vascular clinical specialist. In summary: the single image provided did confirm a portion of the absolute pro stent was visible in the superficial femoral artery which is considered a malfunction of the device. No probable cause could be determined from the media reviewed. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure performed was to treat a superficial femoral artery that is 80% stenosed. After pre-dilatation with an unspecified balloon, a dissection was noted. A 5.0x150mm absolute pro self-expanding stent (ses) over a 0.35 hi-torque supra core guidewire, was used to treat the dissection; however, it only partially deployed. During removal of the ses, resistance was felt with the stent itself. After removal, a part of the stent was observed to be separated and fixed to the artery. No treatment was provided. The procedure was completed with one 5.0x120mm stent and one 5.0x150mm absolute stent. There was no clinically significant delay in the procedure. No additional information was provided.